Event description:
It was reported that the second implant did not capture with the deployment of the needle. The first implant was not fully retrieved, the side wings remained in patient`s membrane, a smith & nephew device was used to complete the case.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. The #2 implant is attached to the suture construct. The sliding knot is slid close to #1 implant construct. The #1 implant construct is broken off. There is no visual nonconformance to #1 implant. The suture is frayed next to the knot and the implant. From the event description of the second implant coming off of the trocar, the most likely cause(s) of this type of event include not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.